Manufacturer narrative:
(B)(4). This complaint is for a report of air in the patient line. Per the complaint information, the clamp was closed on the patient line. This complaint was not confirmed in the lab due to a lack of sample. Per the complaint information, the cause of the air in tubing is user error. This review found the labeling adequate for the user error in the complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the home patient (hp) reported getting a check your position message in fill1. The technical service representative (tsr) assisted the hp to look for any closed clamps. The hp found air bubbles in the patient line. The hp stated did not have the clamp open on the patient line. The tsr assisted the hp to end therapy and informed him to start over using new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the peritoneal dialysis (pd) nurse regarding the reported event. The nurse stated the home patient (hp) reported this issue to the nurse. The nurse stated the hp did not prime the patient line properly before priming. Per the nurse, the hp was able to start over with new supplies the following day. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.